Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during coil embolization procedure for a ruptured mca (middle cerebral artery) aneurysm, when the subject coil failed to detach and was being retrieved, it got prematurely detached inside the microcatheter. The delivery wire was then used to push the subject coil out of the microcatheter into the aneurysm. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date ¿ added due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint h3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during coil embolization procedure for a ruptured mca (middle cerebral artery) aneurysm, when the subject coil failed to detach and was being retrieved, it got prematurely detached inside the microcatheter. The delivery wire was then used to push the subject coil out of the microcatheter into the aneurysm. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.